Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap and the flow restrictor. The root cause was determined to be user error; the cap was not securely tightened. After the cap was securely tightened, the leakage completely stopped. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. . Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.

Event description:
Baxter (B)(4) received a report that an infusor leaked after filling. The device was filled with a cytotoxic drug. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause was not determined to be user error, as previously reported. The root cause of the leak was determined to be an untightened winged luer cap.